Event description:
Patient was undergoing a cardiac catheterization requiring rotablation to clear out plaque. Procedure was successful; however, when md was attempting to remove the device, it became "stuck" in the vessel and unable to remove. After multiple attempts to remove, the "burr" on the end of the device, disconnected from the shaft of the wire and traveled down the vessel. Surgery consult was obtained but was not a candidate due to location for surgical removal. Patient received 2 stents over the burr to maintain it against the vessel wall.